Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure? Unknown. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unknown. How was suture initially placed (interrupted or continuous)? Unknown. Were any cultures taken of the ¿purulent ¿ wound? Unknown. What were the results of the cultures? Unknown. What medical intervention was performed to treat the infection? The customer cleaned the wound and retrieved the knots from the wound. Can you explain ¿retrieved the knots from the wound.¿? Remove the suture knots from patient. Other relevant patient history/concomitant medications? Will product be returned, return date, tracking information? Unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? Maybe related to suture. What is the patient current status? Stable.

Event description:
It was reported that a patient underwent cerebral tumor resection procedure on (B)(6) 2018 and suture was used. On (B)(6) 2018 the patient was re-hospitalized. The incision was red, swollen and purulent. The suture knots were coming out of the wound. A second procedure was performed to remove the knots and clean the wound. The current patient status is stable. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018 additional information: the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.